Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a patient had an haemorrhage.

Manufacturer narrative:
Analysis of log files does not show any error or issue during the surgery. Review of the registration verification screenshots does not show any error. Review of the post-operative error measurement:indicates that robot does not show accuracy issues. It is under tolerance. The cause of the event cannot be determined precisely. Accuracy of the robot was good during surgery except for 2 trajectories which have an error just above specifications (< 2 mm). It is confirmed by tests performed on the robot that the accuracy is correct. In addition surgeon confirms that no electrode can be directly linked to the bleeding. The only factor may be curved electrodes. Corrected data: date of this report. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Evaluation code.